Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 1.3005168196-2020-00265.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils and a non-penumbra microcatheter. During the procedure, while advancing a ruby coil through the microcatheter, the ruby coil became stuck and subsequently its pusher assembly kinked. Therefore, the ruby coil was removed. The physician then advanced another ruby coil through the microcatheter; however, the same issue occurred and the ruby coil was therefore removed. No additional information regarding the completion of the procedure was provided. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was fractured approximately 18.0 cm from the proximal end. The embolization coil was intact with the pusher assembly and had offset coils winds throughout its length. Conclusions: evaluation of the first returned ruby coil revealed a fractured pusher assembly. If the device is forcefully advanced against resistance, damage such as a pusher assembly kink may occur. Subsequently, if a kinked device is further manipulated, the kink may worsen to a fracture. Further evaluation revealed a detached embolization coil with offset coil winds and additional pusher assembly kinks. The detached embolization coil was likely a result of the pusher assembly fracture. Some of the offset coil winds and the additional pusher assembly kinks may be incidental to the reported complaint and may have occurred during packaging for return to penumbra. Evaluation of the second returned ruby coil revealed a fractured pusher assembly. If the device is forcefully advanced against resistance, damage such as a pusher assembly kink may occur. Subsequently, if a kinked device is further manipulated, the kink may worsen to a fracture. Further evaluation revealed offset coils winds along the embolization coil. This damage was likely a result of forceful advancement against resistance. The non-penumbra microcatheter identified in the complaint was not returned for evaluation; therefore, the root cause of the initial resistance experience during the procedure could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-00265.